Event description:
A (B)(4) male patient called zoll customer support to report that his battery pack wasn't working. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is underway. The reported problem (battery not working) was confirmed. Upon investigation the battery pack was unable to recharge or power up a monitor. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.